Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer could not pull insulin into the reservoir. The blood glucose reading was 216 mg/dl. The customer stated that there was a tape around the reservoir that was not on any of the others that he uses. Advised replacement of the reservoir. Nothing further reported.